Event description:
The user reported that during pt treatment, the therapist finished treating a field and then took two images, but when preparing to treat the next field, the 4dtreat workstation indicated the multi leaf collimator (mlc) leaves had not moved into position for the next field (the display was orange). The therapist cleared the set up, reselected next field, and then the system indicated the correct mlc position. No pt injury reported, and no pt data provided.

Manufacturer narrative:
No misadministration was reported in this case. This issue is a known malfunction, and appears to be a display only problem. In previous reports, when the mlc settings have been physically examined, they have been correct. No misadministration has ever been attributed to this malfunction. The 'orange leaf' display at the 4dtreat console, however, is intended to alert the user that there is some uncertainty about the mlc location, and, therefore, acts as a safety mechanism to help prevent misadministration. This safety mechanism has failed in this malfunction, which introduces the possibility for mistreatment should there actually be a problem with the mlc, but the operator chooses to ignore the indication due to prior false positive reports. No further follow-up to this MDR is expected.